Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, g4, g6, h2, h3, h6, h10 no further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non-conformity or deviation. Indeed, the stainless steel cable contains chromium, manganese and molybdenum in its composition, however the review of the raw material certificate shows that these components are in quantity conforming to the device specifications. A complaint extract was done regarding metallosis: - 1 complaint (1 product), this one included, has been recorded on implant cable ø 2 mm stainless steel, reference p0350806, from january 01, 2018 to august 02, 2021. - 1 complaint (1 product), this one included, has been recorded on implant cable ø 2 mm stainless steel, reference p0350806, batch 0001266240. According to available data, the most probable root cause of the event could be the patient condition. Indeed, the metal composition of the device was reviewed and showed that the quantity of chromium, manganese and molybdenum was conforming to device¿s specifications. Moreover, it was noticed that the patient has antecedent of metallosis. The review of the instruction for use shows that in rare situations, patient sensitivity reactions to metals following a joint replacement have been observed. The implantation of foreign material in tissues can result in histological reactions involving formation of macrophages and fibroblasts if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported a suspicion of metallosis on a patient according to the test results mentioned below. Moreover, it was noticed that the scar has a grey-blue-brownish tint.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported a suspicion of metallosis on a patient according to the test results mentioned below. Moreover, it was noticed that the scar has a grey-blue-brownish tint.